Event description:
It was reported that the desktop charger cord is not fitting into the recharger port and it is bent. Caller also mentioned it is also taking the patient 2 hours a week to charge the implant. The issue was not resolved through troubleshooting. Caller wanted to transition the patient to the wireless recharger and will be able to make the swap in the near future. Caller stated patient can still charge the desktop charger but has to "finagle" the cord. Therefore, agent is not replacing the desktop charger at this time and transferred caller to customer service to order wireless recharger. Agent did not obtain desktop charger serial number as caller wasn't with patient/equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.